Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. The customers blood glucose (bg) level was impacted above 600 mg/dl. The customer contacted health care provider for insulin injection ratios and took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, review of the pump data indicated multiple low power alerts. The pump shut off due to insufficient battery power.